Manufacturer narrative:
An event of circumferential pericardial effusion and patient death was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal or if there was any recapturing or difficulty implanting the device. Information from field indicated that a pericardiocentesis was attempted however could not withdraw because the blood had clotted. Field also indicated that the cause of death was due to respiratory failure. The patient medical history included unspecified clotting disorder which may have contributed to the reported event. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code: code 3190 removed.

Event description:
It was reported that an unknown size amplatzer amulet left atrial appendage occluder was implanted in a patient on (B)(6) 2023. It was noted that the patient was discharged with no transthoracic echocardiogram. The patient came back into the hospital with a circumferential pericardial effusion. A pericardiocentesis was attempted but could not withdraw because the blood had clotted. On (B)(6) 2023, it was reported that the patient passed away. The cause of death was respiratory failure. It was noted that the patient had a previously unknown clotting disorder. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown size amplatzer amulet left atrial appendage occluder was implanted in a patient on (B)(6) 2023. It was noted that the patient was discharged with no transthoracic echocardiogram. The patient came back into the hospital with a circumferential pericardial effusion. A pericardiocentesis was attempted but could not withdraw because the blood had clotted. On (B)(6) 2023, it was reported that the patient passed away. The cause of death is unknown. It was noted that the patient had a previously unknown clotting disorder. No additional information has been provided.